Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to a company representative from an imaging facility that a vns patient was to have a CT scan and they had mentioned the pt's lead wires were loose. No additional info was provided at the time of the initial report. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.